Event description:
It was reported that during a refill, the physician programmer indicated the reservoir should've had 3.2ml but 20ml was aspirated from the 40ml pump. There were no other indicators noted. The cause of the volume discrepancy was unknown. A dye study and rotor/roller study were done on (B)(6) 2015 as troubleshooting. The results appeared to be normal. The patient¿s status was alive with no injury and there were no patient symptoms associated with this event. The patient was reported to be doing fine did not have any permanent impairment. The pump was infusing gablofen (baclofen). A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. (B)(4).